Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect uim component is available for analysis and a return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect uim component for evaluation. Additionally, the reported damaged air transducer is unrelated to the uim failure. In the event that the device/component is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported horizontal lines on the display of the user interface module (uim) on this ventilator device. The customer also reported a damaged air transducer on this device. The customer stated no patient involvement with this event.

Manufacturer narrative:
Results of investigation: a vyaire factory service technician was able to verify the customer's reported issue. Bench testing revealed a faulty uim screen.